Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the patient's tubing became disconnected from the PICC line resulting in tpn leaking on the floor. There was no patient harm.